Event description:
A malfunction was reported, noted as "malf 9," but with no prior notable events. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. No additional actions or outcomes were reported after the call was disconnected while reloading the cartridge.